Event description:
On (B)(6) 2012, the patient experienced acute cerebral infarction. Urokinase (60,000 units) was administered as arterial injection in the internal carotid artery (ica). Then,pta was performed in the proximal ica. The penumbra system was used to aspirate from the right ica to the proximal middle carotid artery. Fluoroscopy showed the pss041 seemed to be inserted into the lateral branch and contrast argent seeped. A CT revealed perforation. The physician considered a hemorrhage was mild. An additional treatment was not performed. The physician's comment: the perforation occurred when the physician moved the pss041 back and forth. This event was not serious.

Manufacturer narrative:
Device investigation: both a catheter and separator were returned. The physician felt it was the separator which perforated the vessel and there was no issue or damage found during the investigation of either device. Therefore, the evaluations of both the separator and catheter will be provided however, this MDR only applies to the separator. Result: there is a slight curve set in the distal 10 cm of the separator. This sort of curve is typical of a separator that has been in anatomy. No damage was noted. There is a slight curve set in the distal 5 cm of the catheter. This sort of curve is typical of a catheter that has been in anatomy. No damage was noted. The separator was introduced into an example reperfusion catheter 041 and advanced distally. The advance went smoothly and the separator bulb exited the tip of the catheter as expected. The separator is fully functional. A 0.041" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel moved smoothly, encountering minor friction in the curved portion of the catheter. The mandrel exited the catheter tip. The catheter is fully functional. Conclusion: the problem reported in the complaint appears to be procedural rather than functional. The hemorrhage noted in the complaint report does not appear to be related to the structure or function of the units returned. The root cause of the issue cannot be determined from the device investigation but may have been due to a procedural complication such as a vessel perforation during manipulation of the device. The root cause was not the result of any device issues but rather the user technique and complications associated with these types of procedures. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.